Manufacturer narrative:
(B)(4): there was no activity outside normal use observed in the black box or download history. Power on resets were confirmed in the black box. A visible inspection of the pump showed no damage to the returned battery cap or the battery compartment. The returned battery cap was able to completely tighten to the pump with no visible yellow o ring showing. The pump was exercised for 24 hours with the returned battery cap, no power loss or rebooting was duplicated. No battery cap connection defects were observed during a battery cap functional test. Unrelated to the complaint, a scratched display lens was found, which has no effect on insulin delivery. And the keypad symbols were found to be worn.

Event description:
The patient claimed the animas insulin pump has intermittent power issues. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.